Event description:
A surgical technician reported low aspiration in vitrectomy mode during cataract surgery; the unit was taking a long time to aspirate when surgeon depressed foot pedal. When surgeon used sculpt and quadrant mode, the system would lose pressure. There was an unplanned vitrectomy, however the surgical technician indicated the physiology of the patient contributed to the vitrectomy, rather than any product. The patient had a floppy iris and they were losing pressure in the chamber. The surgeon did not proceed with the surgery, he put one stitch in the pt's eye and sent the pt to a vitreous/retina specialist. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).